Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d722 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, centrifuge bowl leak/break and leak centrifuge alarm. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
A blood leak was reported during the first collection phase. The bowl had not yet completely filled. There were no cracks visible in the bowl but fluid seemed to have come out of the top part of the bowl. The treatment was aborted and no blood was returned to the patient. The customer was advised on how to uninstall the kit. The customer decided to start a new treatment for the patient. The patient was reported to be in stable condition. The customer did not wish to return the kit for investigation.